Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient's girlfriend found the patient disoriented and called an ambulance. Patient was admitted to hospital with a blood glucose value of 1065 mg/dl patient has been given volumen; dosage was not provided and insulin via IV; name and dosage was not provided. Patient has not yet been released from the hospital. The infusion device was requested to be returned for product evaluation.